Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was failed and screen stuck on black not even shown a fingerprint. Customer reported intermittent login issues where the screen remains black with no fingerprint prompt, the biometric reader requires multiple attempts to recognize fingerprints, and the system occasionally requires witness sign-in. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed and screen stuck on black not even shown a fingerprint. A field service engineer (fse) disconnected the biometric identifier, restarted the device, and reconnected the biometric identifier to complete the repair. The pharmacy technician signed into the device five times to verify proper biometric identifier functionality, confirming the fix. The system functioned as intended after the field service engineer repaired the device.